Event description:
Complainant alleged that they were not able to seat the battery into the device to power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not recevied the device for eval and this complaint is still under investigation.